Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure unknown- "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. A fragment of foreign material was found inside the patient during cleaning of the body cavity. The fragment was retrieved. The procedure was completed without problem. As the use facility could not identify the source of the fragment, four (4) trocars used in the procedure were returned to the agency. Total of four (4) trocars and a black fragment were returned to (B)(4). The models and the returned quantity are as follows: c0r47 (1 ea.), cfr73 (2 ea.), and cfr03 (1 ea.). All the seal had been detached from cannulas when received. Upon inspection, one of the seals with the diameter of 12mm was found to have a septum with an absent part. The absent part matched the black fragment of approx. 2.0mm x 2.8mm. The other three seals had no visible damage and the cfr03 with the diameter of 5mm was to determine to be non-defective. The c0r47 (1 ea.), the cfr73s (2 ea.), and the fragment will be returned to amr for further evaluation. (B)(4) for the c0r47." Patient status- "no patient injury".